Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. The patient developed an infection and the mesh was explanted. Additional information was requested.

Manufacturer narrative:
The mesh was implanted on (B)(6) 2012 during an open ventral hernia repair procedure. Two weeks following the procedure, the patient presented with symptoms of pain and drainage. The indication for the second procedure on (B)(6) 2012 was an open wound. The surgeon stated the contributing factors to the infection were unclear. The mesh was removed for suspected exposure and flex hd was used to repair the hernia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00942. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.